Manufacturer narrative:
(B)(4). Other devices used: catalog #00434901500, trabecular metal reverse base plate, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain and loosening.

Manufacturer narrative:
The glenosphere was returned for review. Visual inspection of the glenosphere confirms scratches and scuffs on the articulating surface. No damages were noted on the taper surface of the device. Dimensions were found conforming to print specifications where measured. The base plate was not returned for review; since it still remains implanted in the patient. Review of the device history records did not reveal any deviations or anomalies. These devices are used for treatment. A product history search revealed no additional complaints against the related part and lot combinations. It is noted in the operative notes that the trial components had good seating and good tightness. Trials were removed and final components were implanted. No complications are noted. Operative notes confirm that the patient underwent revision surgery due to dislocation. It is noted that the glenosphere was dislocated from the cone and could be manually removed. It is also noted that there was no evidence of infection. Operative notes do not provide a root cause for the reported condition. Immediate post-operative x-rays were evaluated by a surgeon and the evaluation received confirms that the glenosphere was fully and circumferentially seated on the base plate and the glenosphere rim does appear to be parallel with the base plate; without offsetting or tilting. A review of the compatibility of the devices confirmed that these are an approved compatible combination. A definite root cause cannot be determined with the information provided.

Manufacturer narrative:
Concomitant medical devices: catalog #00434901500, trabecular metal reverse base plate, lot #63028487. This report will be amended when our investigation is complete.